Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft was implanted for endovascular treatment of a large asymptomatic infrarenal abdominal aortic aneurysm in a pt in 2001. The physician stated he felt the pt was not an ideal candidate for traditional open repair. The pt had a history of coronary artery disease, hypertension and dyslipidemia. The diameter of the proximal non-aneurysmal aortic neck was 20mm and the length from the proximal non-aneurysm aortic neck to the distal non-aneurysmal iliac neck was 148mm. There was mild thrombus in the proximal aortic neck and mild to moderate calcification in the iliac arteries. The left iliac artery had tortuosity and bilateral common femoral arteries measured 14mm in diameter. The pt was prepped and draped accordingly for endovascular repair. Both common femoral arteries were dissected out and sheaths were placed for deployment of the stent graft. The right groin was used to deploy the main body of the graft. The deployment of the contralateral limb of the stent graft was deployed outside of the contralateral gate and into the aneurysm itself. It was reported that the physician used two aortic extension cuffs to create an aorto-uni-iliac graft with subsequent fem-fem bypass. After completion of the procedure, the sheaths were removed. Proximal and distal clamps were applied to each common femoral artery. The arteriotomy was extended. An 8mm gore-tex graft was chosen for the anastomosis. The gore-tex graft was passed subcutaneously from the left groin to the right groin. The graft was cut to appropriate length and sutured end-to-side with 5-0 gore-tex suture to the right common femoral artery. Proximal and distal clamps were removed. Hemostasis was excellent. The graft was clamped. Next attention was directed to the left groin. The arteriotomy was extended. The graft was cut to approproiate length and sutured in end-to-side manner with ghore-tex suture. Proximal and distal clamps were removed. Hemostasis was excellent and wound was closed in layers. The skin was closed, sutured and a sterile dressing was applied. The pt tolerated the procedure well and returned to the recovery room in stable condition. No add'l clinical sequelae were reported.